Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances measurements out of range. It was stated that the pacing impedances measurements were stable in the past year. Technical services (ts) suspects this could be due to a patient condition, but the cause has not been determined yet. Additional information was received from the field and lead trends will continue to be monitor. This rv lead remains in service. No adverse patient effects were reported.